Manufacturer narrative:
(B)(4). D10: unknown femoral component. Unknown articular surface. H6: proposed component code: mechanical (g04): femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post implantation of a right total knee arthroplasty, the patient had developed pain and an allergic reaction to the metal resulting in revision. Patient reports that the pain is ongoing due to the other implants in their body. Labs indicated high reactivity to nickel. Attempts have been made and no additional information is available at this time.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision was recorded as due to nickel allergy, pain, swelling, mild synovitis noted within the joint, mild wear of the patellar component and the tibial and femoral components well positioned and well fixed. Lab reports confirm allergy to nickel and op notes indicate reason for revision was due to a nickel allergy, however, without product identification we cannot say whether or not nickel was present in the implants in the patient. Therefore, a definitive root cause cannot be determined. The unknown patella was only identified as being worn during the revision surgery in response to pain and swelling. The patella was not likely to cause/contribute the pain, swelling, and nickel allergy. The reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, d1, g3, h2, h6, h10 the following section was corrected: b3, d10 d10: unknown nexgen femoral component unknown nexgen bearing unknown nexgen patella unknown palacos cement if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 5 years post implantation of a right total knee arthroplasty, the patient was revised due to pain, swelling, and nickel allergy. During the revision, mild synovitis due to patellar implant wear was noted; however, the implant was retained. The tibial and femoral components were revised with no complication. Attempts for additional information have been made and all has been provided.